Event description:
N/a.

Manufacturer narrative:
Explant due to valve regurgitation and left ventricular outflow tract (lvot) pseudoaneurysm was reported. The device was returned to abbott for investigation and no anomalies were noted with the valve. Hydrodynamic examination indicated the valve met specification. The device serial number was not provided, and therefore the device history record could not be reviewed. No implant-related factors could be confirmed as information related to the implant procedure was not provided from the account. Based on available information, the cause of reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
The device will be returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on an unknown date, a 25mm mechanical valve was implanted in the patient. On an unknown date, the patient presented with valve regurgitation and left ventricular outflow tract (lvot) pseudoaneurysm. On (B)(6) 2025, the valve was explanted and a 29mm non-abbott valve was implanted.